Event description:
On follow-up, it was reported that the tube was tested, functioned as intended with no damage noted. The tube was checked before intubation for cuff inflation. Exact time could not be told when the patient "became critical" into the procedure but approximately 5 minutes as the saturation was gradually dropping and manually managed immediately until actual issue was detected. After intubation, the sterile drapes were visible and accessible before draping to the anesthetist. It was also mentioned that the patient was not repositioned nor the draping moved prior the issue occurred. There was nothing stuck on the inflation assembly and was not unexpectedly pulled on. The patient was doing fine.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
There were 2 devices (2 endotracheal tubes) being used in this surgery, we are submitting 2 mdrs for the same event. List of products involved: 8229307 endotracheal tube 8229307 nim emg 7mm re lot #: 0216887781. 8229306 endotracheal tube 8229306 nim emg 6mm re lot #: 0216866001. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that post intubation with endotracheal tube during a glomus tumor resection surgery involving lower cranial nerves procedure, there was some physiological changes noticed by the anesthetist. On checking, it was noticed that the cuff inflation line was separated from the et tube. Patient had become critical at one time but was managed by manual ventilation. Routine et tube was used and procedure was completed without monitoring 10th cranial nerve. Other nerves were monitored using nim. Case was successfully completed. There was a 1 hour delay in the procedure as a result of this event. There was no patient injury. On follow-up, it was reported that both the tubes were used in same procedure. One tube was used initially, anesthetist observed drop in saturation due to leak post intubation (before draping), so while examining they found the cuff inflation line detached. Then they managed with manual ventilation and inserted another tube which also had same issue. As 2 tubes had similar issues, they decided to proceed with regular et tube.

Manufacturer narrative:
H6: fdm b17 no longer applies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.